Event description:
It was reported that the powersail was being used for post-dilatation, when it became stuck in the stent. Upon removal, resistance was felt and it was pulled on and the shaft separated. The pt was sent to surgery for removal of the shaft.